Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a broken retainer ring. Unable to insert a test p-cap and reservoir into the reservoir compartment because part of the retainer ring is blocking the opening. The following were noted during visual inspection: crack in the reservoir tube lip, partially broken retainer ring, cracked and partially detached retainer ring which is blocking the opening of the reservoir compartment, crack in the battery tube threads, missing display window cover, scratches in the case on the battery compartment side close to the corner of the left belt clip rail. The pump was received without a battery cap. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a crack in the case. The customer reported no adverse events. The event involved product(s) mmt-1810. Troubleshooting was performed, and the customer confirmed the location of damage was battery compartment. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump, and mmt-1810 was returned for analysis.